Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection identified a small hole at the lower part of the drip chamber. Gravity testing was performed and the set was leaking through the hole at the lower part of the drip chamber. The reported condition of leak was verified, caused by the hole in the drip chamber. The cause of the hole could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set was leaking from the top. This was noticed after it was primed with saline prior to attaching to a patient. There was no patient involvement. No additional information is available.